Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, ¿clean blade¿ was displayed at the second activation. The blade tip was broken off outside the patient when a nurse cleaned the device with gauze. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.